Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose of 12 mg/dl; cause was unknown. Reportedly, the customer went to the emergency room (ER) and was treated with glucagon. The customer left the ER on (B)(6) 2019 with bg level in target range and in good health.